Event description:
It was reported that this patient's device was showing high impedance. It was also stated that the patient had a really bad fall recently and the patient's caregiver believes this to be the cause of the high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Clinic notes were received for this patient's revision surgery due to high impedance, and the patient states that they don't believe the vns actually helps any. The doctor is still moving forward with a replacement due to high impedance. Additional information was received from the neurologist¿s office that the patient has received benefit from the vns device and that there is a believed relationship between the high impedance and patient¿s lack of efficacy. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received a lead and generator replacement. The revision surgery took place at a facility known to be a no-return site, in which they discard explanted devices. No other relevant information has been received to date.